Event description:
During the operation, the doctor found the leakage of the occluder.

Manufacturer narrative:
The valve was patent. The valve did not pass siphon and leak testing due to a cut on top of the delta chamber. This precluded reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompanies the valves cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.